Event description:
It was reported that the lead exhibited high impedance. It was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The lead was received in 2 parts. Analyses was normal. No anomaly was found.